Event description:
It was reported by the consumer that he has ongoing problems, fistulae, infections, no abdominal wall since being implanted. He also reports open wounds and skin grafts that have not taken due to "mesh breaking through the skin grafts".

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. No initial rptr contact info included on the maude report, therefore, no f/u can be made. We, therefore, consider this report complete to the best of our current knowledge. Maude report listed three devices - reference mdrs 1213643-2008-00257 & 1213643-2008-00258 for info related to the other two devices.